Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre operative diagnosis: pelvic organ prolapse. Post-operative diagnosis: pelvic organ prolapse. Name of procedure: vaginal paravaginal repair, sacrospinous vault fixation, rectocele repair.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.